Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported in the u.s. That the patient was being considered for device exchange as captured in another complaint ((B)(4)), that the patient was not a candidate for device exchange due to other medical problems including previous cva, which occurred at an unknown date post vad implantation. A right frontal ich requiring surgery for clot evacuation with no further details regarding the cva.

Manufacturer narrative:
Stroke is a known potential complication associated with all patients implanted with vads. The medical team believes this event to be possibly related to the device. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. Coagulopathies leading to intracranial hemorrhage can be caused by acquired and/or congenital disorders of hemostasis, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors may also have an increased likelihood of stroke occurrence. This particular patient has recent history of stroke which may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's recent history of stroke, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.